Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) for lot 144 was reviewed and showed no abnormalities related to the reported failure. Unit was received with the shock cushion in worn condition due to routine use. The 6-inch transitional was broken in half. The adjustment wrench has worn threads, and general maintenance or cleaning will need to be performed. The reported complaint was confirmed. Physical damage noted most likely due to normal wear and tear or routine use. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00361.

Event description:
This is 2 of 2 reports. A customer reported that the a1018 mayfield swivel adaptor has a broken transitional member. There was no known patient involvement or delay in surgery.